Manufacturer narrative:
Event date corrected to 8th of september 2023.

Manufacturer narrative:
Conclusion code grid updated from no problem detected to cause not established.

Event description:
It was reported to philips that applying the 12 leads indicated a false reading of "stemi not in stemi". No patient harm or injury has been reported. Further information will be send upon completion of the manufacturer's investigation.